Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the front panel assembly was removed, and the top/bottom enclosure was separated so that a visual inspection could be performed. During visual inspection, it was noted that the front panel gasket and perimeter gasket were installed. The reported condition of a ¿gasket issue¿ was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had an issue with the gasket. This was discovered during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.